Event description:
It was reported that the touchscreen of the handheld computer would not respond to taps. The handheld computer was reset a number of times. It was verified that the lock button was not activated. The handheld computer's battery was removed and put back in. The reported event did not resolve. The suspect handheld computer has not been returned to the manufacturer to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. During the analysis it was identified that the vns files had been deleted from the flashcard and were stored in the .trashes folder. Evidence suggests the files had to have existed on the flashcard at one time. Additionally, it was identified that the flashcard contained 2 different sets of patient data. The cause for the multiple database anomaly is associated with the flashcard being using in multiple handheld devices. No other anomalies were identified.

Event description:
The suspect device was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.